Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer was hospitalized due to diabetic ketoacidosis, with a blood glucose reading of 838 mg/dl. The customer also had sepsis and renal failure. Troubleshooting was performed, and the insulin pump was programmed correctly. However, found that there were no bolus deliveries in the bolus history for (B)(6) 2011. The nurse stated that the customer did bolus on that day. Advised the nurse that the insulin pump would be replaced due to the history anomaly. Nothing further was reported.